Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became unresponsive, preventing slide-to-unlock, while insulin delivery continued and blood glucose was approximately 190 mg/dl; troubleshooting steps were unsuccessful, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and a third party. Investigation of the returned device revealed a software-related problem associated with an unresponsive key or button behavior localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.